Event description:
Initial reporter indicated that their programming wand was not functioning. The wand was working intermittently. The battery in the wand was changed and the event did not resolve. The wand is at the MFR pending completion of product analysis.